Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump calculated and delivered a larger than expected bolus. During troubleshooting with tandem technical support it was determined that the pump carbohydrate ratio was set incorrectly. Customer's blood glucose level lowered to 78 mg/dl. Customer ate carbohydrates to address blood glucose levels. Customer adjusted the carbohydrate ratio to be accurate.